Event description:
The pt reportedly experienced pain and discomfort with the device, along with a shocking sensation at implant site. Programming adjustments were made and the external equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.